Event description:
It was reported by the fse that during preventive maintenance, the cardiosave intra aortic balloon pump (iabp) had fault codes 107 and 139. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.